Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead exhibited pacing impedance measurements out of range greater than 3000 ohms. Additionally, this device was suspected to be depleting more quickly than expected. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Moreover, noise oversensing was noted. Technical services (ts) recommended device replacement and lead revision to consider possible extraction. At this time, this crt-p and lv remain in service. No adverse patient effects were reported.